Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). The patient stated that on sunday ((B)(6) 2020) they were experiencing more of their chronic leg pain than usual and they checked their ins and noticed that hit had discharged completely. They indicated that this was very strange since they routinely charged twice a week. When they charged their ins they no longer had the group they had been using (group b was missing). They stated that it reverted back to only one group and not the two groups they had before it had discharged. The patient stated that they had groups a and b from their last reprogramming on (B)(6) 2020 but only a remained. The rep stated the patient did use adaptive stim and when looking at the session report, stim usage showed 100% group a. There were no contributing factors reported. Impedances were checked and were normal. The patient was reprogrammed and the patient was satisfied with the new group. The issue was resolved at the time of the report.